Manufacturer narrative:
Section b5: additional information.

Event description:
The patient was transferred on (B)(6) 2019 to have a pump exchange evaluation. A thrombosed inflow cannula was noted during the evaluation process. Positive blood cultures, MDR acinetobacter baumannii bacteremia, were found and treated cefepime and levaquin. The patient was intubated due to ams and respiratory distress. The patient required a continuous renal replacement therapy (crrt) for acute kidney injury (aki). The decision to transfer the patient to hospice was made. The patient expired on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi-system organ failure and patient outcome could not be conclusively determined through this evaluation. Additional information, including product return status, was requested from the customer; however, no further information was provided. The patient¿s pump was not returned for evaluation. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 10 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired due to multi-system organ failure. Per vad coordinator, the patient was admitted to piedmont hospital atlanta at the time of expiration.